Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s touch screen separated from the back housing while the device continued to function, and the display component was identified as affected; the user wears a dexcom g7 and reported no alerts, no alarms, and no injury. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with loss or failure of bonding at the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.